Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump did not recognize the cassette. The event occurred during testing. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
Received one device. Customer complaint confirmed through latch lock test. Device does not detect the change in latch status. Replaced latch lock flex sensor. Repair confirmed through latch lock test. Replaced downstream occlusion sensor (dso) seal as preventative maintenance. Performed calibration. Performed performance verification tests (pvt) , unit passed all testing criteria. Software updated to 1.6. Unit reset to standard configuration. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.